Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up on (B)(6) 2020. The physician attempted to interrogate the implantable cardiac monitor but had difficulty establishing any connection with the device. Upon further attempt, it was noted that the programmer had difficulty recognizing the device. After repeated attempts to troubleshoot, the device spontaneously established a connection. It was unclear what the problem was, however, the device was now functioning normally. There were no adverse consequences to the patient.